Manufacturer narrative:
(B)(4). The device was manufactured on an unspecified date in 1994. A review of the device history log and device event history log revealed no system errors, anomalies, hardware device failures or iipv (increased intraperitoneal volume) events that could have caused or contributed to the reported difficulty. Review of the device service history revealed no issues that could have caused or contributed to the patient passing away. The device was received and evaluated by baxter product analysis laboratory (pal). The device passed both the homechoice (hc) rite (returned instrument test evaluation) electrical test and the hc rite function test. The device was determined to meet performance specification requirements. Per pal evaluation, no failure or malfunction were identified that could have caused or contributed to the home patient passing away. As a result, the cause of the reported issue was undetermined. Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The device was reported to be available for return. Upon receipt, an evaluation will be performed to investigate the reported death. Baxter has conducted a trend review for the reported incident. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
This is a report of a patient who passed away coincident with therapy for peritoneal dialysis. It was unknown if the patient was performing therapy when they passed away. The cause of death was not reported. No additional information is available at this time.